Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 6 seconds. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications reported and patient was in good condition post procedure.